Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported developing hyperglycemia after an unspecified duration of pod wear following an unspecified pod alarm occurring around 1:00 am. The patient was unable to recall the alarm message at the time of the event, as she did not have her controller available for review. She reported rapidly developing hyperglycemia, becoming unwell, losing consciousness, and experiencing temporary vision loss, with reported effects on kidney and liver function. The patient sought medical attention on (B)(6) 2026, was hospitalized for six days, and discharged on (B)(6) 2026, with a diagnosis of diabetic ketoacidosis. Treatment reportedly included insulin, intravenous fluids, potassium, and supportive therapy to rebalance organ function.